Manufacturer narrative:
(B)(4). UDI# (B)(4). The device was discarded at the facility and is not available for analysis. The conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states: do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur. Additionally the IFU states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.

Event description:
On an unknown date the patient was implanted with a y-graft at the aortic bifurcation to treat an abdominal aortic aneurysm. On (B)(6) 2017, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis (tgu343415j/15886431) to repair a stanford type b aortic dissection. It was reported that during the procedure, the physician tried to advance a gore® dryseal sheath with hydrophilic coating to the desired location through a guide wire. However, the physician experienced some difficulties and the device was advanced outside the sheath. After the device deployment, the physician felt some resistance while was pulling the delivery catheter back. Reportedly, the physician continued to pull the catheter and the leading olive was separated. The leading olive was brought within the sheath and removed from the patient. The procedure was completed without further issues. The patient tolerated the procedure. According to the physician, using y-graft prior the procedure might cause the resistance. It was reported that the cause of the leading olive separation was due to pulling hard on the catheter. There was no information about the sheath damage. The devices were discarded at the facility and are not available for analysis.